Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-dec-30, information was received from a patient via a healthcare professional (hcp) and a product surveillance registry (psr) regarding a patient receiving fentanyl (1000 mcg/ml at a dose of 369.5 mg/day), bupivacaine (20 mg/ml at a dose of 7.391 mg/day) and morphine (1.0 mg/ml at a dose of 0.3695 mg/day) via an implantable pump for stenosis and spinal pain. It was reported the patient had a decrease in pain relief in the month of (B)(6) 2016. Recently, the patient noted poor pain relief and an evaluation in the pain clinic revealed migration and dislodgement of the implanted intrathecal catheter. The event was diagnosed due to patient reported pain recurrence. A catheter access port (cap) contrast study revealed the catheter migrated from c1 to c3. An explant/replacement of the catheter was performed as an intervention on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. The event was related to the intrathecal/spinal portion of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.